Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor vison valve was chosen for implant using an unknown delivery system. During procedure, a balloon aortic valvuloplasty (bav) was performed with a 20mm non-abbott balloon and a conduction disturbance was noticed immediately. The valve was implanted at a depth of 3mm. On (B)(6) 2024, patient received a pacemaker.

Manufacturer narrative:
The device was not returned for analysis. An event of arrhythmia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event could not be conclusively determined. The reported surgery is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.